Event description:
The customer observed falsely depressed alinity calcium results for a 70-year-old female patient. The following results were provided: on (B)(6) 2025, sid: (B)(6) initial result 5.5 mg/dl, repeated 5.9 mg/dl. The patient went to the emergency room, a new sample was obtained, and the calcium result obtained was 10.1 mg/dl (method unknown). The customer repeated the original sample from on (B)(6) 2025 and the results were 8.8 / 8.8 / 8.8 / 8.8 / 8.7 / 8.8 / 8.8 / 8.8 / 8.8 / 8.8 mg/dl. Customer's reference values: 8.4 - 10.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending data identified an increase in complaints for the alinity c calcium2 assay as well as an increase in complaint activity for reagent lot: 73073ud00. However, testing was performed utilizing retained kits of an equivalent lot of reagent and noted that all testing passed, indicating the reagent lots are performing as expected. Device history record review did not identify any non-conformance's or deviations associated with lot: 73073ud00 and the complaint issue. A review of the labelling addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c calcium2 reagent lot: 73073ud00 was identified.

Event description:
The customer observed falsely depressed alinity calcium results for a 70-year-old female patient. The following results were provided: on (B)(6) 2025 sid (B)(6) initial result 5.5 mg/dl, repeated 5.9 mg/dl. The patient went to the emergency room, a new sample was obtained, and the calcium result obtained was 10.1 mg/dl (method unknown). The customer repeated the original sample from (B)(6) 2025 and the results were 8.8 / 8.8 / 8.8 / 8.8 / 8.7 / 8.8 / 8.8 / 8.8 / 8.8 / 8.8 mg/dl. Customer's reference values: 8.4 - 10.2 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.